Manufacturer narrative:
An investigation was completed to determine the cause of the leak post-bariatric revision procedure. Based on the investigation, there is no indication that the device directly caused the post-operative leak. No device was returned for evaluation. There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred during the procedure. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An advanced system log review was performed by an isi failure analysis engineer and reported the following information: the review of system logs from this procedure was completed and there were no errors related to the reported event. The system logs from before and after the procedure were also reviewed, and there have been no other occurrences that would suggest faults related to the reported event.

Event description:
It was reported that the patient underwent a da vinci-assisted bariatric revision procedure. The patient experienced post-operative leak on the gastrojejunostomy (gj) anastomosis at 3 o clock area. Three days after the procedure, the patient was hypotensive. The following tests were performed: x ray upper gi series - detected small hiatal hernia; ph probe test - detected gastroesophageal reflux disease; esophagogastroduodenoscopy - detected hiatal hernia and negative for helicobacter pylori. The gj anastomosis leak had no missing or malformed staples, and no incomplete staple line. The surgeon was able to resolve the gj leak by adding 2 stitches over the area. The patient required hospitalization, blood transfusion, antibiotics, sepsis management and ventilator use. The physician reported relevant medical history as follows: laparoscopic sleeve and anterior hiatal hernia repair in 2015 and revision to roux-en-y gastric bypass for gastroesophageal reflux disease and weight regain in (B)(6) 2023. The patient remains admitted and was reported to be improving. The physician reported that the cause of the gj anastomosis leak was unknown. There were no device alarms or malfunction encountered during the procedure; the physician denied having stapler, drape, or arm issues.